Manufacturer narrative:
(B)(4) date sent 11/4/2025 d4 batch #631d61. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and the swing tab in the locked position. In addition, a damage was noted on the reload deck. The device was tested with the a test reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the cartridge is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 631d61, and no non-conformances were identified.

Event description:
It was reported by a sales rep that, during an open abdomen/chest surgery, the device could not be fired because the firing knob did not move at the 1st firing of functional end to end anastomosis. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.